Manufacturer narrative:
A field service engineer (fse) found backwash line to blood sample valve (bsv) leaking. The fse replaced the line and vl64 and validated the instrument. The root cause is a leaking backwash line to the bsv.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the coulter lh 750 analyzer had been running with no errors when the operator noticed some drips of diluent at rear of the instrument behind left panel. Customer stopped using the instrument and requested service. The customer was wearing gloves and a lab coat. There was no exposure to mucous membranes or open wounds.